Event description:
It was reported that a patient underwent a papilloma removal procedure on (B)(6) 2011 and suture was used. The sutures were interrupted and appeared normal before use. After the procedure the sutures broke at the part through the skin causing the wound to come apart. The patient was resting in bed at home when the event occurred. The patient's wound had to be resutured a number of hours post procedure.

Manufacturer narrative:
Date sent to the FDA: 12/08/2011. Results: inconclusive - the returned opened samples comprised three knotted portions of suture material. All three knots had four ends. Microscopic examination of the suture ends revealed that all twelve ends were cut. There were no broken suture ends. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01440 and 2210968-2011-01442. The same patient is represented in each medwatch.